Event description:
In 2008, the pt reported that she has had 10 power interruptions on her infusion device over the past 4-5 months. She stated that when the issue began, it was only during bolus delivery and now it is occurring during basal delivery. She stated that the infusion device shuts down and will power on again with an e8 (power interrupt) error. She stated that she has changed the battery and battery cover, but the issue has progressively gotten worse. She switched to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.